Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0009961482 was returned and analyzed. Visual inspection of sheath showed a kink at 2.5 inches from the tip. There was steering difficulty and the tip was bent due to a kink on the shaft. In conclusion, the reported "tip of the sheath was bent and could not be maneuvered correctly" issue was confirmed through testing and failed the returned product inspection due to a kink on the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.